Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC catheter (possible dilator) has a peelable of poor quality and did not penetrate the vein.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 10/17/2018, was sent in error.

Event description:
The customer reports that the PICC catheter (possible dilator) has a peelable of poor quality and did not penetrate the vein.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 10/17/2018, was sent in error.

Event description:
The customer reports that the PICC catheter (possible dilator) has a peelable of poor quality and did not penetrate the vein.